Event description:
Information received by medtronic indicated that the customer reported inpen is damaged, cap no longer stays on. Troubleshooting was performed and instructed the customer to discontinue use of the inpen and it would inpen be replaced. No harm requiring medical intervention was reported. The customer discontinued the use of the inpen, and the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed front cap investigation. However, during testing leadscrew retracts when dialing. Performed dust/debris investigation and found visible horizontal abrasions on the outside of electronics housing. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.05ozf-in). Unable to perform baseline/wireless functionality and displacement dose accuracy test. In conclusion: no cap anomaly was noted. The customer concern of cap no longer staying attached could not be confirmed. However, during testing leadscrew retracts when dialing due to visible horizontal abrasions on the outside of electronics housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.